Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, the coating of a urostream hydrophilic wire guide came off the wire and ended up in the patient's bladder. The separated wire guide coating was retrieved with a basket and cup biopsy forceps. It is unknown if all of the wire guide coating was successfully retrieved for the patient. The issue occurred at the beginning of the procedure. The wire guide coating was activated with sterile water. There was resistance when advancing the wire guide and it is believed something may have been stuck in the working channel of the scope, and when the wire was removed it got caught on that and sheared the coating off the wire. A new wire guide was used to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4: model # = gpn # investigation - evaluation as reported, during a ureteroscopy, the coating of a urostream hydrophilic wire guide came off the wire and ended up in the patient's bladder. The separated wire guide coating was retrieved with a basket and cup biopsy forceps. It is unknown if all of the wire guide coating was successfully retrieved for the patient. The issue occurred at the beginning of the procedure. The wire guide coating was activated with sterile water. There was resistance when advancing the wire guide and it is believed something may have been stuck in the working channel of the scope, and when the wire was removed it got caught on that and sheared the coating off the wire. A new wire guide was used to complete the procedure. No additional patient consequences were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One urostream hydrophilic wire guide was returned for investigation in an open package with label. Upon inspection there were sections where the jacket was missing along the length of the wire guide. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions ¿ ¿ to prevent possible tissue damage, care should be taken when manipulating a procedural device over a wire guide during the device's placement and withdrawal. If resistance is felt during device placement, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, remove the wire guide and device as a unit to prevent possible damage and/or complications. The complaint was confirmed by the returned wire guide, it was observed that there were sections where the polymer jacket was missing along the length of the wire guide exposing the inner metal wire. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint is likely the other devices used in the procedure. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.